Manufacturer narrative:
Clinical considerations related to fi # 06-036 (cartridge overfill malfunction) if a lifepulse humidifer cartridge overfills, a drowning hazard of sending water into a pt's endotracheal tube (ett) arises. How severe this hazard becomes depends on the volume of water introduced into the pt's ett and how much gas is available from the lifepulse to move the water right back out. (Ironically, the best therapy for water installation into a pt's ett is hfjv.) The most severe hazard (worst case scenario) would result if the lifepulse water pump continues to run continuously after water overflows from the humidifer cartridge into the tubing leading to the pt. To mitigate this hazard, an 86-second limit on the pump run time is initiated every time the humidifier status changes from its standby or "wait" mode to its normal run mode. Once the cartridge has been initially filled (i.e., the water level reaches the middle level sense pin and the pump is turned off), the water pump duty cycle is limited to 5 seconds out of every minute. The ratio of the amount of gas vs. Water that can be "pumped" into a pt's ett with this duty cycle would greatly mitigate the drowning hazard, and the pt would be expected to suffer minimal temporary harm from having water sprayed into and immediately cleared from his lungs. (These limits are controlled by the lifepulse and humidifer software, which have not been changed for the past 13 yrs.) The worst case scenario could result in the lifepulse cartridge was already filled, the water pump was in its 86-second startup mode, and then a malfunction in the cartridge level sensing system occurred. It is conceivable that the tubing leading to the pt's ett would be completely filled with water in that circumstance, and if it were not discovered quickly, the pt could drown. It appears that the suspect cartridge in this investigation did initially fill and run appropriately. Thus, the hazard of having the water spill over into the tubing leading to the pt's ett in the incident under investigation here was limited by the 5 sec/minute duty cycle at least initially. High level and perhaps low level alarms were also activated, which should have led the user to change out the humidifier cartridge according to our training and operator's manual. In addition, our 24/7 hotline phone number is posted on a decal attached to the front of the humidifier cartridge door. So, even if the operator was not well trained, he had immediate access to our staff for troubleshooting. An inappropriate action from the operator that would lead to the worst case scenario could be reached if he pushed either the lifepulse standby or humidifier wait button twice. These actions reset the humidifer pump timing so that it will run continuously for up to 86 seconds or unitl it gets a signal from either the middle or high level pins that water has reached one of those two levels. These are the only actions that can result in water filling the tubing leading to the pt after the system intially had the water level under appropriate control even if a malfunction of the type we detected here occurred. Fourtunately, for this worst case scenario to occur, an operator would be present since it was his action that lead to a worsening of the hazard. Thus, this operator would likely then intervene appropriately and mitigate the hazard by disconnecting or stopping the lifepulse. We cannot imagine an operator ignoring ventilator tubing filling up with water when he is there to troubleshoot a high level or low level alarm. Conclusion: the reported symptom of high level alarm was confirmed and determined to be caused by the pbc device. The hfv and pb devices were determined to be fully operational with no malfunction. The pbc device had an intermittent solder connection at the middle level sense pin. The intermittent connection is acknowledged as being a mfg error. A mgmt review meeting is required to determine the degree of correction necessary to minimize the potential for reoccurrence.

Event description:
Hosp reported that the humidifier cartridge of the life pulse ventilator system overfilled. Some water reached the infant's endotracheal tube. A high level alarm occurred & the pt was removed from the system & placed on a backup system. The infant's heart rate dropped but the pt recovered quickly after brief hand bagging and stimulation. The hosp reported in follow up calls that the infant had been discharged and was doing very well. There were reportedly no adverse effects to this pt from this incident. A failure investigation revealed a level sense pin solder connection error during mfg that resulted in a cold solder connection to the middle sense pin. See attached copy of failure investigation. A failure investigation was conducted separately on the model 203a life pulse high frequency ventilator and the model 312 pt box and no malfunction could be reproduced with either.